Event description:
Customer was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 52 mg/dl at the time of the incident. Customer experienced symptoms such as mental confusion, other tired, not clear headache. Customer was treated with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.